Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a clog in the red blood cell (rbc) bath drain tubing. The fse flushed the clog out of the tubing to resolve the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as two ml of diluent fluid that leaked from the red blood cell (rbc) bath onto the counter. The operator was wearing gloves and a lab coat when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.